Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device contributed to the patient¿s complications?

Event description:
It was reported in a journal article that the patient underwent a breast conserving surgical procedure on unknown date between 05/2007 and 03/2009 and the mesh was implanted. Postoperatively, the patient developed wound infection and experienced improvement by conservative management or the mesh was removed on pod 31 due to persistent conservative treatment did not improve infection. It was possible that the patient with endocrine treatment, experienced wound dehiscence developed due to wound infection on pod 50 and after mesh removal, conservative treatment was performed with wound closure on pod 58. It was also possible that the patient experienced wound seroma and, due to discomfort and fluctuations, the aspiration was performed. Additional information has been requested.